Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Additionally , it was reported that insulin drips were not observed to be exiting the infusion set or cartridge tubing during the load fill tubing process. Customer¿s blood glucose level was 142 mg/dl. The customer reverted to a backup insulin pump for insulin therapy.